Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The device was explanted prophylactically following the advisory and replaced. There was no eri alert or allegation of premature battery depletion. No further information was provided.